Event description:
It was reported that (1) al326 was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the surgeon attempted to fire the instrument and it did not fire properly. The surgeon attempted to fire again and it jammed. A new "allport" was opened to complete the case and there was no consequence to the pt.